Event description:
It was reported that an intermittent malfunction alarms occurred. Reportedly, customer will contact healthcare provider for alternate for of therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.